Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing and withdrawal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x14mm non bsc device. The physician then advanced the 3.00x32mm taxus express2 drug eluting stent (des) to the target lesion but the device was unable to cross the lesion. The physician attempted to withdraw the device from inside of the patient but the stent got caught on the tip of an unknown guide catheter. The physician retrieved the taxus express2 des as a system with the guide catheter with a snare. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".